Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered over 200 pulses, including an immediate non-priming bolus. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. The pod functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.s906usqs8eyc1 smartphone hardware: sm-s906u cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) levels rose to 290 mg/dl while wearing the pod for between 1 and 4 hours. The patient noticed the pink slide did not move forward and the cannula deployed; indicating the needle mechanism did not function as intended. A new pod was applied for treatment.